Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. (Left) for 5976224: a manufacturing record evaluation was performed for the finished device 5976224 number, and no non-conformances were identified. Manufacturing date: feb/25/2010 expiration date: feb/24/2015 (right) for 5976224: a manufacturing record evaluation was performed for the finished device 5970291 number, and no non-conformances were identified. Manufacturing date: feb/05/2010 expiration date: feb/04/2015 reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast prosthesis implantation surgery with two 325cc mentor memorygel breast implants, suffered a possible breast implant rupture on an unspecified breast, post-procedure. The possible rupture was diagnosed via an unspecified scan. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It was not specified which breast implant is suspected to be ruptured. So, both the left and right breast implant information have been provided.